Event description:
Covidien investigation found missing sp02 display segments. There was no pt involvement.

Manufacturer narrative:
Covidien replaced the frond board due to the missing spo2 display segments. (B)(4).